Event description:
On (B)(4) 2012, customer reported that the dxc 600 pro instrument generated false high sodium (na), potassium (k), chloride (cl), calcium (calc) and/or carbon dioxide (co2) results. The results were not reported out of the lab. When the issue was noticed, the samples were rerun on another dxc in the lab and those results were reported. Customer stated 5 racks were affected, but only supplied data from 2 patient samples. Customer did not state how many samples were affected. If all 5 racks were full it would have held 20 samples. Quality control run just prior to the patient samples showed high recovery. After the event, customer attempted to recalibrate, but calibration failed. Field service engineer (fse) inspected the instrument and found crystal build-up in the electrolyte injection cup (eic) and a misaligned modular chemistry (mc) sample probe. Fse cleaned the eic and aligned the mc probe. Fse verified performance per established procedures. No further issues were reported.